Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues; as the gel barrier separation didn't occur correctly and fibrin was detected. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 26-jun-2024. H.6. Investigation summary: bd received 78 samples and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for fibrin was observed, however poor barrier separation was not observed. Additionally, the customer samples were evaluated by visual examination and no additive or gel defects were found. Complaints for sample quality are under statistical control for the month of on (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin and unconfirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes, the customer had sample quality issues; as the gel barrier separation didn't occur correctly and fibrin was detected. No patient impact reported.